Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the surgeon placed three clips, noted bleeding, irragated and the clips were dislodged. The hospital has reported no patient injury occurred.